Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was exhibiting intermitted loss of capture and high pacing threshold measurements. A drop in r-waves and lv pacing impedance measurements down to 260 ohms were also observed. Surgical intervention was performed and the lv lead was abandoned and replaced. No additional adverse patient effects were reported.